Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery will not charge and needs to be replaced. There was no patient harm reported.

Manufacturer narrative:
Corrected section type of report: (initial and 30 day report).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(name, email), e2, e3, g2(health prof added), g3, g6, h2, h10, h11corrected sections: d5.

Event description:
N/a.

Manufacturer narrative:
Additional information: the event site postal code and event site state is not added in initial emdr. The event site postal code is (B)(6) and event site state is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.